Event description:
A call was received from a sales representative of medtronic minimed, who was with the hospitalized customer. The customer was hospitalized for dka in 2001. Also stated the driver arms were not moving and found very difficult to use. Customer crushed on the their bike 5 and half weeks prior and the customer was receiving an a-35 alarms. Troubleshooting was not performed due to the conditions of the driver arms.